Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}: updated: d4; g3; h2; h3; h4; h6. Suggested component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 11-105905, lot# 188480, arcom 28mm rngloc lnr hwall 25; cat# 163662, lot# 3568300, 28mm mod hd std neck tp1 taper. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 21 years later due to periprosthetic fracture. Attempts have been made, and no further information has been provided.